Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: product code 150611004, work order (B)(4) was manufactured on 23 july 2017. (B)(4) parts were manufactured per specification.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for chronic and worsening post operative knee pain. Event is serious and is considered severe. Event is possibly related to device and is possibly related to procedure. Date of implantation: (B)(6) 2020, date of event (onset): (B)(6) 2020, (right knee). Treatments: physical therapy, manipulation of knee under anesthesia.